Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a partially extended position. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was received, the lead was suspected to be fracture and presented failure to capture measurements. No additional information is available at the moment.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was received, the lead was suspected to be fracture and presented failure to capture measurements. No additional information is available at the moment.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was received, the lead was suspected to be fracture and presented failure to capture measurements. No additional information is available at the moment.